Manufacturer narrative:
Product event summary: at analysis it was noted that the device failed some incoming testing, the screw in the lead flex tape was loose, the upper case was damaged and polluted, the battery latch was sticky and contaminated with blood, the battery chamber was contaminated with blood, the battery flex tape was corroded and polluted and the battery drawer and "o" gasket as well as the lower case were contaminated. It was recommended that the device be scrapped but the customer requested that it be returned unrepaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis.